Event description:
It was reported that the x-ray beam on the 9800 system was larger than acceptable limits in the mag modes. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Calibrated the collimation in the mag modes. The system was tested and found to be working as intended and placed back into service.